Event description:
The customer reported that while fluoroing, the image on the left monitor was very dark and it was hard to make out the image. When switching the image to the right monitor, the image was as it should be. The problem occurred after the unit had been in sleep mode for several minutes. A reboot cleared the problem. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the systems interface pcb and emi-box, cpp and monitor cable assembly. He verified the operation of the monitor and image coming out of sleep mode. He replaced the on/off switch for light not working and x-ray on lamp for missing cap as found while performing service. The unit functions as intended.